Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The patient underwent a surgical revision in order to reposition the lead. After the pocket was closed, it was discovered the patient's pericardial tissue had been perforated leading to a decrease in blood pressure and tamponade. A pericardiocentesis was performed to solve the issue. The rv lead remains implanted. No additional adverse patient effects were reported.